Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated from the field representative that the cause for the high threshold was due to patient condition. The behavior was not attributed to the lead. The rv lead was explanted. No additional adverse patient effects were reported.